Event description:
Patient presented with instability of the left knee. Upon x-ray inspection the surgeon noticed a malaligned implant. It was not caused by any trauma. The patient had limited walking which had to be with an aid. A revision had to be performed. Due to the extend of the injury a custom made implant had to be manufactured.